Event description:
Pt has left breast capsule contracture becker type IV. Status post breast implants more than 10 years ago, eurosilicone texturized hp 375 ccs, placed overseas. Surgery to perform capsulotomy was done on (B)(6) 2018, finding capsule type IV (bilaterally), but in left breast capsulotomy, a tumor mass in the base of the implant was found. Rubbery type, attached to the ribs, but included in the capsule. This tumor mass was approx 7-8 cms diameter. Inside the capsule 100 ccs of serous, yellowish odorless fluid was found. Mammogram and ultrasound pre-op were birad -1. Surgery went without complications. Pictures, videos of the tumor were taken and then sample was sent to pathology for further studies. Bi-alcl was suspected.